Event description:
A health care professional reported receiving a low adc reading of 110 mg/dl as compared to a laboratory reference reading of 270 mg/dl obtained within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant.

Manufacturer narrative:
As product was not returned and no test strip lot was reported with this complaint, a device history record (DHR) review of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.